Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels. The blood glucose reading was 49 mg/dl, which the customer treated by eating zucchini and cereal. The customer's mother stated that the sensor serter never fired; assisted the caller with sensor insertion. Nothing further reported.